Event description:
Event description guidant received information that during the implant of this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead, the patient became hypotensive and went into sinus arrest with a heart rate of 40 beats per minute (bpm). Further investigation revealed that a pericardial effusion had occurred.